Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4); device code, permanent pacemaker was implanted in the patient; additional manufacturer narrative; following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. In this case, a permanent pacemaker was implanted on post-operative day 4. Per the instructions for use (IFU) cardiac arrhythmias are a potential adverse event associated with bioprosthetic heart valves. There was no indication or allegation of a device malfunction contributing to the event. The root cause of the arrhythmia remains indeterminable but was likely impacted by patient and procedural factors. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported after the successful implant of a 23mm pericardial aortic valve, the patient was transported to the intensive care unit in guarded to critical condition. On pod #4 after the replacement device was implanted the patient underwent an additional procedure to implant a permanent pacemaker due to arrhythmia. Patient was discharged from the hospital on pod #13.